Event description:
The enterprise vrd and delivery (enc452212/10172356) was recaptured once however while recapturing, the distal struts got stuck at the distal end of the select plus 150/5 cm (606s255x/15828250) during introduction through the microcatheter after introduction into the hub. The stent could not be put completely into the prowler select plus and got stuck in the microcatheter. A new stent and prowler select plus were used to complete the case. There were no damages noted on the stent or microcatheter after use. An adequate continuous flush was maintained through the microcatheter. The microcatheter was not exchanged over a guidewire. There was no difficulty tracking the microcatheter to the target site or excessive manipulation/torquing required prior to introduction. The vessel was excessively tortuous/with acute bends. The stent was not deployed out of the microcatheter past the recapture point. The attempt to recapture was made by advancing the microcatheter forward over the stent. The procedure was a pcom aneurysm coiling.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. The lot number for the stent is 10172356. (B)(4). For concomitant medical products and therapy dates: select plus 150/5 cm (606s255x/15828250); new stent (details unknown); new microcatheter (details unknown).

Manufacturer narrative:
The enterprise vrd (enc452212/10172356) was recaptured once however while recapturing, the distal struts got stuck at the distal end of the prowler select plus 150/5 cm (606s255x/15828250). The stent could not be withdrawn completely back into the prowler select plus microcatheter (mc) and got stuck in the mc. The mc was not exchanged over a guidewire. A new stent and prowler select plus were used to complete the case. There were no damages noted on the stent or mc after use. An adequate continuous flush was maintained through the microcatheter. There was no difficulty tracking the mc to the target site or excessive manipulation/torquing required prior to introduction. The vessel was excessively tortuous/with acute bends. The stent was not deployed out of the microcatheter past the recapture point. The attempt to recapture was made by advancing the microcatheter forward over the stent. The procedure was a posterior communicating artery aneurysm coiling. (B)(4) a review of the manufacturing documentation associated with this prowler select plus lot presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4) lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10172356. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable (B)(4) a non-sterile unit of enterprise vrd and enterprise delivery wire was received coiled inside of the original box. The delivery wire was received inside of the concomitant prowler select plus microcatheter (mc). Dried blood residuals were observed on the devices. The mc was inspected and a bent condition was observed at 19.5cm from hub, compressed condition was observed at 7cm and 18.5cm from distal tip end, distal tip section was observed slightly stretched. The delivery wire was found to be stuck inside of mc. An x ray was performed and the stent was observed stuck in the distal tip section of the mc in the stretched section. The device was observed under vision system and blood accumulation was observed between the microcatheter and the delivery wire. The stent was inspected and no damage was found. Functional analysis could not be performed due to the dried blood accumulation, compressed, stretched and bent conditions observed on microcatheter. Stent was retired from mc by strongly pushing the delivery wire. The mc and delivery wire were separated and dried blood accumulation was observed on the delivery wire. A wavy condition was observed on the delivery wire at 16 cm from distal tip. The mc was inspected and it was found bent and compressed section was noted. Dried blood was found in the hub and through the body of the microcatheter. No damages were noted in the hub. The device was inspected under microscope; compressed section was noted. The ID from the microcatheter was measured and was found within specification. After removal of the enterprise device from the mc, the mc was flushed using a lab sample syringe (nipro) and after that; the enterprise lab sample was introduced into the microcatheter and friction was felt when enterprise lab sample was passed through of bent and compressed sections found on the device. However the enterprise was able to pass entirely through the mc. A review of the manufacturing documentation associated with this prowler select plus lot presented no issues during the manufacturing process that can be related to the reported complaint. Resistance/friction between the returned enterprise & prowler select plus mc and inability to completely withdraw the stent back into the mc was confirmed with the analysis of the returned devices. During functional testing it was due to dried blood and the stretched condition observed in distal tip of the mc. Because the enterprise was partially deployed in the vasculature it can be expected that it would have been directly exposed to the blood. This likely accounted for the dried blood found at the distal tip of the mc with analysis. However, with maintenance of a continuous flush dried blood should not be present in the rest of the mc. The timing of the distal mc tip damage cannot be conclusively determined; however, if it had been present prior to clinical use, it is likely that there would have been some resistance during initial deployment of the stent prior to attempted recapture as experienced with functional testing using a lab sample enterprise. Inspections are in place to the type of damages found on the devices from leaving the manufacturing facility. The exact cause of event experienced by the customer as well as the condition of the returned devices and impact on the event cannot be definitively determined. Clinical factors may have contributed. With review of the sequence of events, the analysis and device history records review there is no indication of any manufacturing issues related to the event. Therefore no corrective actions will be taken at this time.